Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant test. Audio\vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio\vibration test was performed and passed. An internal visual inspection was performed and passed. Speaker audio and vibrator intermittent testing were performed and passed. The log was downloaded finding no error related to the complaint. The speaker and vibrator resistance was measure and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.